Event description:
The patient reported that her infusion device shut down without warning on 3 separate occasions. She stated that she was sleeping and the infusion device began to make a "buzzing noise". She was able to wake up but she was not sure how long the device had been shut down. She reported that on these occasions, her blood glucose was between 200-500 mg/dl. Her normal range is 150-250 mg/dl. She reported feeling weak, has blurry vision and extreme thirst. She stated that she changes the power pack and boluses to reduce her elevated blood glucose values. The patient was aware of the power pack recall and has been changing her power packs every two weeks as required. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.